Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 18-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 400mcg/ml at 64.9mcg/day via an implantable pump. On (B)(6) 2020 it was reported that they were doing a normal pump replacement and the physician accidently nicked the catheter when he was replacing the pump and ended up replacing the pump segment. Per the reporter there was no issue with the device or therapy prior to this surgery. No further complications were reported or anticipated regarding the event.